Manufacturer narrative:
(B)(4). The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample and customer photos. One peel away sheath extrusion was separated directly adjacent to the tab. A device history record review was performed, and no relevant findings were identified. Based on the customer report, sample received, and comments from manufacturing, the root cause of this event is manufacturing related. An investigation within teleflex was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the peel away part of the sheath snapped when the wire was getting removed. There was still wire in when the sheath snapped. They were able to get the whole glide thru sheath out." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".